Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the distal tip of the neuron max 6f 088 long sheath (neuron max) was broken upon removal from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the returned neuron max was damaged at the distal tip. The packaging mandrel and packaging card were not returned for evaluation. Conclusions: evaluation of the returned neuron max revealed a device with a damaged distal atraumatic tip. If the packaging mandrel becomes loose from the packaging card when retracting the device from its packaging, the device may be pinned between the packaging mandrel and packaging tube. If a pinned device is forcefully retracted, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.